Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Additional information received on 22-aug-2019: after the most recent administration of bmn 190 on (B)(6) 2019, the subject was discharged home on (B)(6) 2019. Subsequently, a suspect result was found in the blood culture flask. Csf culture (48 hour) was negative. The subject was hospitalized for clinical observation to detect clinical signs of bacterial infection of the device as early as possible. Observation from 01-aug-2019 to (B)(6) 2019 was uneventful and culture results remained negative. The subject was discharged under the assumption of contamination of the culture flask. After receiving results from the microbiological department, antibiotic therapy was switched to flucloxacillin magnesium for a 10 day course. On (B)(6) 2019, the subject was transferred to a peripheral hospital close to his home to complete the antibiotic therapy. On (B)(6) 2019, a lumber puncture was performed to assess the control of the antibiotic treatment before implanting a new device. The outcome of the event was reported as recovering/resolving.

Manufacturer narrative:
Additional information: d10, h11 corrected information: b5, g2, g4, g7, h6 complaint sample was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
UDI : (B)(4). The device returned for investigation is a rickham reservoir, no valve returned: DHR - lot 3303152, conformed to the specifications when released to stock. Failure analysis - the rickham reservoir was returned broken, cuts/tears in the rickham reservoir were noted. The catheter was returned split in two nearly the whole length of the catheter. The root cause for the damaged rickham reservoir and catheter is probably due to a sharp or pointed object coming into contact with the silicon, as noted in the IFU silicone has a low tear/cut resistance.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve caused grade 3 bacterial infection. On (B)(6) 2019, the subject developed a fever of 38.2°c, which increased overnight. At 20:00, the subject was diagnosed with a grade 3 bacterial infection of the rickham device (device related infection). On the morning of (B)(6) 2019, the subject was transported to the hospital, as he was weak, lethargic, had no appetite, and was still febrile. Upon admission, the subject was suspected of having meningism. A puncture of the device and laboratory check of the cerebrospinal fluid revealed pleocytosis of 1300/3 cells. Csf glucose and protein were within normal ranges. Staph epi was seen under direct microscopy. The subject was immediately started on antibiotic treatment with vancomycin and cefotaxime sodium. On the evening of (B)(6) 2019, the device was explanted. No action was taken with bmn 190 due to the event. The outcome of the event was reported as recovering/resolving; as the subject was in good condition. The investigator assessed the event of device related infection as not related to treatment with bmn 190. Biomarin has assessed the event of device related infection as related to bmn 190.